Manufacturer narrative:
It was reported by customer that the infusion set ballooned out at the top of the IV set. Four unopened and unused samples were received for quality evaluation. Visual examination was conducted on the samples and there were no damages or abnormalities were identified. The samples were primed and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. Each sample did not show signs of leakage, air-in-line, occlusion or ballooning. The customer complaint of tubing defective/damaged was not confirmed. A root cause was not established because the failure was not replicated. A device history record review for model 2420-0007 lot number 24075423 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#2420-0007 batch# 24075423 it was reported by customer that problem with IV set 2420-0007. Lot# 24075423 has sequestered lot bought through medline ballooned out at the top of the IV set. Rcc received a complaint via email. Email(s) attached. Problem with IV set 2420-0007. Lot# 24075423 has sequestered lot bought through medline ballooned out at the top of the IV set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following verbatim it was reported by customer that problem with IV set 2420-0007. Lot# 24075423 has sequestered lot bought through medline ballooned out at the top of the IV set.